Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site. The device was explanted (date not reported) and the patient was reimplanted with a new device (date not reported). The issue has been resolved.